Event description:
Customer reported that his insulin pump was not working correctly. Customer stated that he had low blood glucose of 46 mg/d because the insulin pump was over delivering. Customer stated that his reservoir was completely empty in the morning. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to perform the displacement, basic occlusion, occlusion, prime, excessive no delivery alarm due to alarms. Unit had cracked case at the display window corners, reservoir tube lip and scratched display window.